Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 24 and 36 hours in the abdomen. Symptoms reported include nausea, stomach pain, back pain, ketones, polydipsia and polyuria. The patient reported currently taking an antibiotic for a sinus infection. The patient was treated with ivf (intravenous fluid) and 5 units of insulin (insulin type not specified). The pod was removed at home 30 minutes prior to ER visit and replaced with a new pod. Upon removal of the pod, the cannula was found to be dislodged and leaking. The patient was released from the ER after 2 hours.